Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 at 8:00 pm. The patient obtained an alleged inaccurate high blood glucose reading of ¿130 mg/dl¿ with the subject meter compared to a reading of ¿53 and 54 mg/dl¿ on an ambulance meter, greater than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that he manages his diabetes with insulin (dosage unspecified). He claims he increased his dose of diabetes medication, due to the high reading he received on his meter, with 5 doses of novadex rapid insulin at 8:30 pm. Three hours after the product issue occurred, the patient developed symptoms of ¿hypoglycemia¿ including ¿sleeping and rattling¿. He reported being treated with 3 doses of IV-glucose at ¿33%¿ by the emergency medical services (ems) at 11 pm, after the ems obtained the readings of ¿53 and 54 mg/dl¿ on the ambulance meter. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure and an approved sample site was used to obtain the blood sample. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.